Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents and enhancement to the reporting criteria going forward. Evaluation description: analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator exhibited backup operation. The device was explanted and replaced.